Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after she wore a tampon for three to four hours, upon removal the tampon unraveled and fell apart into pieces. She manually removed the tampon pieces and also used a douche. More tampon pieces came out while using the douche. She was feeling fine and did not seek medical assistance.